Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of atrophy and urinary incontinence is a known risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the labeling identified the reported event related to atrophy and urinary incontinence are anticipated in nature and severity discussed in the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to increased incontinence to 1-2 pads per day as a result of atrophy at the cuff site. The physician performed a flexible cystoscopy and determined the aus needs to be replaced. The aus was explanted and replaced with a new aus with no clinical consequences to the patient.